Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 424 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 502 mg/dl and it came down to 411 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was active. Customer treated their high blood glucose with shots. Customer alleging insulin pump was under delivering as the blood glucose level was not going down, however they performed displacement test and it was passed. Customer assisted with troubleshooting and there were no leaks or air bubbles, there were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.